Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. Data downloaded from the device returned an 0x12 alarm, indicating a reset was caused by low battery voltage. The hazard alarm reset the device and the time of the alarm was not recorded. The battery voltages were measured and found to be at an acceptable voltage. No other damages or defects were found that would contribute to the hazard alarm.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that the needle deployed late; indicating a needle mechanism failure. Cannula was bent after deployment. The patient's blood glucose levels were unaffected and the pod was not worn.